Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. Though the device is not approved for sale in the u.s., it uses a delivery system which is similar to a device sold in the u.s. The PMA# listed is based on the predicate device (xience v stent system) that is determined to be same and similar to the delivery system of this device.

Event description:
The procedure was to treat a non-calcified, non-tortuous, de novo lesion in the proximal left anterior descending (plad) artery. Pre-dilatation was performed and the implant was to be deployed, but the balloon did not inflate. In addition, distal dye was observed in the coronary artery. Therefore the device was removed and it was noted that the delivery system was loose in the distal part of the implant. It was thought that the hypotube was not connected to the balloon. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the complaint device was returned for analysis. The reported shaft separation was confirmed. The reported inflation issue and device leak could not be replicated as the returned device was not returned in a condition in which the test could be performed. Based on the visual analysis of the device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.